Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced hyperglycemia, the patient was vomiting and experienced headache. The cgm was reading 114 mg/dl and the blood glucose reading was 600 mg/dl. The patient was taken to the hospital and treated there with 5 bags of IV medication. The patient was hospitalized for 1 day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.